Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was experienced during the fill process with multiple cartridges. A cartridge change was performed resolving the issue. Additionally, it was reported that pump battery was not holding a charge. Customer declined to troubleshoot with tandem technical support. Customer's blood glucose was 200 mg/dl.